Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the balloon used showed a malfunction with the error message 'helium leak', despite the balloon being intact and the implantation procedure having been uneventful. The balloon was connected to another counterpulsator, but the problem persisted. Therefore, the device was replaced with an identical one, which functioned normally". No patient injury or consequence reported. The patient's current condition is "unknown".

Event description:
It was reported "the balloon used showed a malfunction with the error message 'helium leak', despite the balloon being intact and the implantation procedure having been uneventful. The balloon was connected to another counterpulsator, but the problem persisted. Therefore, the device was replaced with an identical one, which functioned normally". No patient injury or consequence reported. The patient's current condition is "unknown".

Manufacturer narrative:
Qn# (B)(4).